Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory a thorough product analysis was performed. The complete lead was returned in two segments severed 14.8 cm from the terminal pin. The extracting stylet was stuck in the distal segment. Electrical testing and an x-ray revealed no fractures on the returned segments. Therefore, the clinical observation was not confirmed.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise which gave evidence of a pre-fracture. Therefore, this lead was explanted. No adverse patient effects were reported.